Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, at approximately 9:30 am, a patient reported experiencing a severe episode of low blood glucose (lbg). The situation was critical enough to warrant immediate medical intervention, resulting in the dispatch of emergency medical services (ems) and a subsequent visit to the emergency room. Upon arrival at the hospital, the patient was admitted for treatment of hypoglycemia. The primary method of addressing the low blood sugar was the administration of 65% dextrose solution. Notably, during the patient's hospital stay, which lasted less than 24 hours, insulin management was achieved through the use of dextrose rather than traditional insulin administration. The patient's chief complaint, the significant event leading to admission, and the overall reason for hospitalization were all consistently identified as low blood sugar. This hypoglycemic episode underscored the potential severity of blood glucose fluctuations and the importance of prompt medical attention in such cases. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-04965), was submitted on 01 april 2025. However, based on the investigation done on 18 jan 2026 and clinical review done on 23 jan 2026, it was found that the serious injury was not related to the infusion set and no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.